Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history for this pump and it was operation within required specifications at the time of release. Insulin pump therapy was resumed during the hospitalization and the patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka.